Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(4) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient received an unspecified high cgm reading, so the patient took a 6¿7-unit bolus of unspecified insulin. The patient did not confirm the high reading with a bg. Thirty minutes after the insulin bolus, the patient began to feel faint. The patient was transported by a family member to the emergency department (ed). The patient did not check the bg at that time. There was no mention of cgm reading at that time. Upon arrival to the ed, the bg by bloodwork was 46 mg/dl and the hypoglycemia was treated with IV glucose. The patient was monitored with an electrocardiogram (ECG). Of note, the patient was also treated with humulin, novolin, saline, and calcium gluconate. At some point during the event, the cgm reading was reportedly 300 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. No data was provided for evaluation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - impact code - f1005 overdose.